Event description:
It was reported that the multigen radiofrequency generator screen went white during preparation for use resulting in all cases being cancelled until a loaner was received. There were no patient or user injuries, and no adverse consequences alleged.

Event description:
It was reported that the multigen radiofrequency generator screen went white during preparation for use resulting in all cases being cancelled until a loaner was received. There were no patient or user injuries, and no adverse consequences alleged.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The contract manufacturer was not able to confirm the reported event. The parts replaced and software upgrade were preventive measures and unrelated to the reported event. As no issues were found with these components or any other components on the device, a most likely root cause could not be determined. The device was returned.